Event description:
It was reported that the home monitoring equipment for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red call doctor icon. A review in latitude confirmed the communicator was not connecting and the s-ICD could not be found by it. Additional information is being requested from the field. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the home monitoring equipment for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red call doctor icon. A review in latitude confirmed the communicator was not connecting and the s-ICD could not be found by it. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature battery depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the home monitoring equipment for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red call doctor icon. A review in latitude confirmed the communicator was not connecting and the s-ICD could not be found by it. Additional information is being requested from the field. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to premature batter depletion. A new device was implanted and remains in service. No additional adverse patient effects were reported.